Manufacturer narrative:
On (B)(6) 2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a tear was observed in the posterior view, measuring approximately 4.0 cm. Microscopic examination was performed and the cause of the rupture could not be identified. The silicone elastomer shell may easily be cut by scalpel or ruptured by excessive stress, manipulation with blunt instruments or penetration by a needle. Therefore, the use of forceps or hemostats is specifically contraindicated as shell damage may lead to rupture of the gel sizer. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: procedure prolonged due to sizer rupture. Concomitant products: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation with a mentor memorygel xtra resterilizable gel sizer on (B)(6) 2019. The sizer was implanted without issue. However, when the surgeon tried pulling the sizer out, the device was ruptured. The surgeon had to pull the sizer out in pieces. As a result, the procedure was prolonged by approximately 45 minutes as the surgeon had to washout the implant pocket and perform a debridement of the loose silicon. The procure was then completed as planned. These devices are not subject to medical device reporting regulations; however, mentor is submitting this report due to the nature of the event.